Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result.¿ bases on the results of the investigation, it is believed that one of the following caused the reported event to occur: foreign material such as dust or water droplets were on the electrical contact points of the scope, compromising the connection. The cable connection was not properly secured. The device¿s board presented an unspecified abnormality. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the evis exera iii video system center was presenting b30 scope communication errors during a diagnostic procedure. According the initial reporter, once the issue was noticed, she immediately removed the malfunctioning scope, hooked up a new one, and completed the procedure successfully. Reportedly, the patient's outcome was 'good'.